Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia system generated alarms for low fio2 concentration. There was no harm to the pt reported. (B)(4).